Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery intermittently depleted quickly. There was no reported impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.